Event description:
It was reported that during an initial procedure, the sutures broke intraoperatively. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. An alternate product was used successfully to complete the procedure. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: the event occurred in taiwan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is unable to be confirmed. Visual examination of the returned product identified the inserter sleeve position is fully deployed against the handle and the tip does not show any damage. No sutures were returned with the device. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.